Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8900537 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that 2 days after implantation of a 2.5x24mm taxus express2 drug-eluting stent, thrombosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). Pre-intervention stenosis was not reported. The lesion was predilated with a 2.25x9mm maverick balloon. A 2.25x24mm taxus express2 drug eluting stent was deployed in the region of the lesion. A post-intervention residual stenosis was not reported. The patient received plavix and aspirin prior; nitroglycerin, angiomax, nicardipine, and integrilin during the procedure. No complications were reported. The patient presented 2 days after the initial procedure with a thrombotic occlusion in the proximal lad. The lesion was predilated with a 2.0x12mm maverick balloon. A thrombectomy was performed on the proximal lad using an export aspiration catheter. The lesion was then dilated with a 1.5x10mm non-boston scientific balloon followed by a 2.5x12mm maverick balloon. Thrombectomy was repeated using the export aspiration catheter. The placement of a 2.5x12mm taxus stent was attempted. It was noted that the stent was "unable to cross" the lesion. The lesion was dilated again with a 2.5x12mm maverick balloon. The 2.5x12mm taxus stent was deployed at 12 atm for 10 seconds. The stent balloon was re-inflated at 12 atm for 10 seconds. The stent was post-dilated using the kissing balloon technique. Subsequently, a 2.75x12mm taxus stent was deployed at 20 atm for 10 seconds in the lad. A post-intervention residual stenosis was not reported. The patient received integrilin, heparin, nicardipine and intra-vascular nitroglycerin during the procedure. There were "no complications."